Event description:
It was reported that there was continuous rotation of the motor of the system 5 dual trigger rotary handpiece upon connection with the battery. The event occurred during set up. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The complaint was confirmed. The handpiece had run-on due to a damaged trigger assembly. Based on a review of complaint trending, damage to the trigger can cause it to stick, resulting in run-on.

Event description:
It was reported that there was continuous rotation of the motor of the system 5 dual trigger rotary handpiece upon connection with the battery. The event occurred during set up. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is being evaluated by a manufacturer foreign subsidiary a follow up report will be submitted once the quality investigation is completed. (B)(4): the device is being evaluated by a manufacturer foreign subsidiary.